Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The potts scissors instrument was analyzed and found to the instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.051" offset at the tips. The grips were not found to have cracking damage. The instrument was found to have a broken grip at the grip tip. A piece approximately 0.020" x 0.051" was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that the customer experienced an unknown issue with the potts scissors instrument. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was no report of fragments falling from the device while used within a patient.